Manufacturer narrative:
Device evaluation: the device has been returned and evaluated by product analysis on 12/28/2016 with the following findings: during testing, the battery compartment was observed to have two cracks, the display screen was dim and discolored and there was moisture under the up, down and ok keypad buttons. Unrelated to these issues, the display lens was scratched, the keypad cover was lifted at the ok button and the pump casing was cracked between the case seal and the display lens corner. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. (B)(6). (B)(4).

Event description:
The pump was returned for investigation. Investigation revealed a crack in the battery compartment, a dim and discolored display screen and moisture under the up, down and ok keypad buttons. This report is made based on results of investigation completed on (B)(6) 2016.